Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bi-ventricular loss of capture. No intervention was performed. The patient was stable and would continue to be monitored.

Event description:
New information received indicated that it was suspected that the left ventricular failed to capture leading to loss of bi-ventricular capture. The patient was asymptomatic during the event.